Event description:
Additional information received indicated patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient is not receiving effective coverage with the drg system. As such surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated. A4-patient weight ID unknown the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model:mn10450-50a, UDI: (B)(4), serial: (B)(6) batch: 6885884.